Event description:
As reported, approximately 6.5 years post initial tka, the female patient femur had an increased posterior dwell point- whether the sloped poly or a compromised pcl was the root cause is unclear. This likely led to the early delamination of the posterolateral aspect of the poly bearing. There was also significant osteolysis under the posterior condyles- although the femur wasn¿t grossly loose. Patient was revised to a competitor's devices. Per sales rep "we have seen a similar trend in our complaints/retrieval database of aged/sloped cr poly bearings."

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# (B)(4). Lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4). Collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(4). Stryker kms1312.m62 90x13x1.19mm (cat# 203-96-50 / serial# (B)(4). Threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event will be reported under report 1038671-2022-01539.